Event description:
Event description guidant received information that due to a fracture at the distal end of the proximal electrode, this patient's endotak dsp lead is being extracted. The patient's implantable cardioverter defibrillator is also being explanted at this procedure due to battery depletion at one year.